Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the bottom of the reservoir is cloudy and that there are some condensation bubbles. The location of the leak was the bottom of the reservoir. The blood glucose reading at the time of the event was 67 mg/dl. Also, the customer stated that the inside of the reservoir was fine and that his blood glucose levels were not running high or low. No further information was provided.